Event description:
During a pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a 50% atenotic lesion in a radial shunt. The physician used a 4fr anf 6fr medikit introducer sheath for vascular access and a .014" transend guidewire to access the lesion. After crossing the lesion, the balloon was infalted several times. On the tenth inflation at the anastomic position, the balloon ruptured at 16 atms. (Each pressure was from 16 to 20 atms). The balloon was split in a cross direction and the distal balloon remained on the wire. The physician tried to snare the sperated portion of balloon, but it was impossible while using the 4f sheath, so he changed the sheath to a 6p, but was also unsuccessful. The seperated balloon remained stuck at the distal sheath, requiring surgical removal.